Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 5071-53 lead implanted: (B)(6) 2009; cd3357-40c competitor ICD implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited elevated thresholds, low p waves, and was suspected of a micro dislodgement. No further actions were taken or planned. The lead remains in use. The patient is a participant of the (B)(6) study. No patient complications have been reported as a result of this event.